Event description:
During a laparoscopic gastric bypass procedure, after awhile the generator sounds very different but no error code occur and the blade stopped working. There were no consquences to the pt.